Manufacturer narrative:
The device was not returned for evaluation. A review of the device history record confirmed the device was shipped in accordance with specifications. It has been ten years since the subject device was manufactured. Based on the results of the investigation, the root cause of the incorrect reprocessing steps could not be determined. A likely cause was that the user understanding differed from the olympus recommendation in device handling and/or reprocessing steps. Olympus specialized staff provided training to the staff on the correct handling. The issue is addressed in the reprocessing manual, chapter 5: reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during a tiger team observation of two evis exera iii colonovideoscopes, they were reprocessed incorrectly. During the first observation, the physician suctioned water for a few seconds, unplugged the scope from the tower, and then transported the scope to the reprocessing area. During the second observation, the staff only wiped down the scope and suctioned the detergent. They did not perform any other steps described in the instruction manual. There was no patient or procedural involvement with the event. This report is linked to the following patient identifier: (B)(4).